Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and barbed suture was used. During a c-section procedure, the doctor was using a stratafix suture, he ended up tying knots to lock in the suture. He thought the barbs were not as pronounced as usual. He was not comfortable with the sutures so he tied the suture in knots to complete the closure. Case was completed. No patient harm. Remnants of the suture are available to be returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/11/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece and one suture piece outside its packaging were received for analysis. During the visual inspection of the returned sample, marks probably caused by a surgical instrument were observed on the body needles. The suture pieces were examined, and body fluids were noted along strands and the extremes were noted to be cut. As per the condition of the samples, the barbs could not be measured.